Event description:
An (B)(6) female patient¿s nurse contacted zoll customer support to report constant check belt alarms. During servicing of the patient¿s belt, a reportable event was discovered. The belt failed the te recognition test. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon eval, there was an open pulse wire inside the cable connecting the distribution node (dn) to the front therapy electrode (te). The cause of the check belt alarms and failed te recognition test is the damaged pulse wire. The root cause of the damaged wire cannot be positively identified but is likely excessive force. No adverse event resulted from the damaged wire. The patient received a replacement electrode belt.